Event description:
In 2008, the patient reported an elevated blood glucose reading of 212 mg/dl last night. She said she took a 1.0 unit bolus of insulin and went to bed. She woke up at 5am when her insulin infusion device gave an e6 (mechanical error) message and her blood glucose was at 313 mg/dl. She stated her only symptom was thirst. She changed the device battery but the piston rod was "sluggish" in its return so she tried another battery but the piston rod continued to move slowly and would not fully retract. She said she switched to injection therapy and her blood glucose returned to her normal range of 58-200 mg/dl. Proper site rotation and management were discussed with the patient and a courtesy infusion set insertion device was sent to the patient. The patient stated she has never changed her adapter and was advised it should be changed every 10th cartridge change. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.